Event description:
A hospital in (B)(4) reported to a fisher & paykel healthcare (fph) field representative that the inspiratory heater wire of an rt205 adult inspiratory-heated breathing circuit was open circuit, causing an mr850 respiratory humidifier to generate an alarm. This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt205 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the inspiratory tube of the rt205 adult breathing circuit was returned to fph in (B)(4) for inspection. The electrical resistance of the inspiratory heater wire was tested using a multimeter. A continuity test was also conducted to locate the break in the heater wire. Results: electrical resistance testing showed that the inspiratory heater wire was open circuit. Continuity testing revealed that the open circuit in the inspiratory heater wire was located in the connection between the heater wire and the heater wire pin inside the overmoulded plug. A lot check revealed no other complaints of this nature for lot number 110519. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. The timing of use shows that the heater wire became open circuit post production. (B)(4).